Manufacturer narrative:
The product was not returned for analysis. Product history records showed the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. (B)(4).

Event description:
A materials mgr reported that following an intraocular lens (iol) implant procedure, the pt experienced poor vision due to overcorrection of astigmatism. The lens was exchanged. Additional info has been requested but not received to date.